Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay corrected information. The following sections are being reported: b4: date of this report was updated. D4: expiration date was corrected. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H4: device manufacturer date was corrected. H10: narrative/data was updated.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Unique identifier (UDI) number is not provided / unknown. Initial reporter¿s title and last name are not provided / unknown. Additional 510(k) numbers are k011028 and k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor reports that the tsv6h13 implant had to be removed due to peri implantitis. Mobility of implant is also reported. Tooth location # 30.